Manufacturer narrative:
Following return and completion of laboratory analysis, a final report will be completed.

Event description:
It was reported that the patient with a subcutaneous ICD system, presented for an change out due to normal battery depletion. During the procedure, a new emblem device (B)(4) was implanted with the chronic sicd electrode. Post implant testing was then conducted, at which time low shock impedance measurements and device error codes were exhibited. It was elected to intervene and remove the newly implanted device, as a malfunction was suspected. A second emblem device (B)(4) was then implanted; however similar findings were exhibited as with the first replacement product and the patient returned for second exchange. It was then decided to remove the second emblem attempted device as well as, the chronic sicd electrode (B)(4). A new electrode and third emblem device were then implanted and the procedure completed with no further anomalies. The patient exhibited no resulting adverse effects in spite of the extended procedure. Both attempted implant emblem devices as well as the chronic sicd electrode are intended to be returned for analysis. It was reported that post explant, the chronic electrode exhibited abrasion damages.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
It was reported that the patient with a subcutaneous ICD system, presented for an change out due to normal battery depletion. During the procedure, a new emblem device (a219/244601) was implanted with the chronic sicd electrode. Post implant testing was then conducted, at which time low shock impedance measurements and device error codes were exhibited. It was elected to intervene and remove the newly implanted device, as a malfunction was suspected. A second emblem device (a219/247157) was then implanted; however similar findings were exhibited as with the first replacement product and the patient returned for second exchange. It was then decided to remove the second emblem attempted device as well as, the chronic sicd electrode (3400/a105461). A new electrode and third emblem device were then implanted and the procedure completed with no further anomalies. The patient exhibited no resulting adverse effects in spite of the extended procedure. Both attempted implant emblem devices, as well as the chronic sicd electrode have been returned for analysis. It was reported that post explant, the chronic electrode exhibited abrasion damages.